Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 20 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.